Event description:
It was reported that the catheter had dislodged. The catheter was placed back into the intrathecal space and advanced 4-6 vertebral bodies. The v-wing anchor was used properly; both wings tied/sutured properly and wing notch tied. The v-wing was confirmed to be placed correctly at the anchor site. No patient symptoms were reported. The type of medication, concentration, and daily dose being administered via the pump were not reported.